Event description:
It was reported via repair work order that the top rail was broken resulting in less than half of the side rail able to remain latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.